Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 426 mg/dl. Customer stated they managed to remove the infusion set and noticed that the cannula was bent. Customer was advised to monitor their high blood glucose level as they had replaced the infusion set. Customer was not using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.